Manufacturer narrative:
The hospital has stated that this single use disposable device has been re-sterilized several times.

Event description:
The product was used during a laparoscopic herniorrhaphy procedure. Reportedly, the staples did not form properly. The suregon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.